Manufacturer narrative:
(B)(4). The devices were not returned for evaluation. No further information has been made available. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported a patient underwent a failed closed reduction and subsequent revision 18 days post-implantation due to dislodgment and displacement of the femoral stem. It was reported the stem dislodged due to failure of the cement.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Concomitant medical products: unknown shell, unknown liner, unknown head; unknown bone cement. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.